Event description:
User reported the plastic protective cover of a 19 gauge ebus aspiration needle tore after second puncture was ejected.

Manufacturer narrative:
No device information was available at the time of this report. Product is no longer manufactured or distributed. Device not received back by manufacturer.